Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia (24 mg/dl) after accidentally announcing a meal twice. The user became unresponsive, prompting a caregiver to call ems. Glucagon was administered, and upon ems arrival, intravenous (IV) glucose was given. The user was transported to the emergency department, where blood glucose measured 114 mg/dl on arrival. The user was treated, monitored, and discharged the same day.